Event description:
It has been reported to co that during the procedure the balloon of the device broke while being used in conjunction with a competitor's stent. However, the procedure was able to be completed using this device. The pt is reported as fine and the device is being returned for co's evaluation.